Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The shaft bend/kink and shaft separation/detachment were confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the target lesion was in the mid left anterior descending artery/left main. The 2.75 x 12 mm xience prime stent was implanted with no resistance felt during advancement. After successful deflation the stent delivery system catheter was retrieved and extracted from the patient without resistance felt; however, during removal of the sds from the indeflator, at the end of the procedure, the proximal shaft/hypotube was observed to be kinked and then separated. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.